Event description:
It was reported that, "dr. (B)(6) went to remove a 9x12x14x4 degree anchor c implant. She inserted the all in one grade inserter to the graft. She then pulled on the inserter to remove the cage. In doing so, the tip of the inserter broke off into the cage."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.